Event description:
It was reported that during a supply change the user could not observe drops while filling the tubing and noted insulin leakage at the connector interface between the cartridge and tubing; replacing the connector resolved the issue and allowed successful tubing fill and insulin delivery. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and no hospitalization. Customer care provided assistance through guided replacement of the connector and reattempt of tubing fill. Investigation of this case revealed a leaking connector at the tubing-to-cartridge interface consistent with a faulty connector component that prevented proper priming, which resolved with a new connector. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the connector leading to leakage and impaired infusion setup.